Event description:
It was reported that during the procedure the suture tip broke off. The is no information at this time if the broke tip was removed or remains in the patient.

Manufacturer narrative:
No product is available for analysis.